Event description:
The account alleges that this device has fluid ingress at the foot board connector, causing intermittent operation.

Manufacturer narrative:
The technician cleaned the 22 pin connector at the foot board, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.